Manufacturer narrative:
According to the customer, 'the motor starts to smoke when they are using it'. The sample was requested for evaluation but has not been returned. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, 'the motor starts to smoke when they are using it'.